Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by a pain in her side. On an unspecified date in the month following onset of peritonitis, the pt was hospitalized for the event. On an unreported date, the pt was treated with 2 unspecified antibiotics. The cause of peritonitis was not reported. On an unreported date, the pt was recovered from peritonitis. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.